Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. The reported failure of ¿air delivery is not intermittent and does not stop¿ could not be confirmed. However, the condition in which the airflow turns off, all front-panel lights turn off, and a continuous buzzer sound was confirmed. In addition, the following reportable malfunctions were identified during device evaluation: missing led display, control/communication (cr) board failure, and front panel failure. Based on the investigation and equipment inspection, the reported issue of air delivery not being intermittent and not stopping was not reproduced. Repeated operational checks did not reveal any abnormalities, and the cause could not be identified. During equipment inspection, the condition in which the airflow turns off, all front-panel lights turn off, and a continuous buzzer sound was reproduced. An e03 error was recorded, indicating abnormal operation of the pressure sensor on the main board, which caused the front-panel leds to turn off while the alarm sounded. The underlying cause of the abnormal operation could not be identified. Additionally, the missing led display was determined to be due to a front panel failure. Because the log could not be verified, the cause of the front panel failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had air supply was not intermittent and does not stop, air supply suddenly turns off, and front panel lights got off. The event occurred during service and maintenance not in a clinical setting. There were no reports of patient involvement.